Manufacturer narrative:
(B)(4). The device failed functional testing, as a fill and a drain were outside of the volumetric specifications. The device passed electrical testing. Temperature verification and accuracy confirmation tests were performed and the device passed. A short simulated therapy was performed and completed successfully. All pressures on the device were found to be correct and stable. An internal inspection was performed and found no issues. The event history log of the device was reviewed and found nothing related to the reported issue. The cause of the reported issue could not be determined. The device was sent to be serviced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.